Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. E3: reporter is a j&j employee. A review of the receiving inspection (ri) for x15 torque driver was conducted identifying that lot number gb125164 was released in one batch batch1: lot units were released on 22 jan,2020 with no discrepancies. Supplier: (B)(4). As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that there were no cosmetic defects within the x15 torque driver. A dimensional inspection for the x15 torque driver was not performed as it is not applicable to the complaint condition. A functional test was performed using torque meter mountz ez-torq iii ID# (B)(4). Drawing dwg rev. D manufactured was used as source of specification. Torque specification for the device was 2.75 ¿ 3.25. Actual measured values range from 3.082-3.528. The device was testing high. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the x15 torque driver. There is no indication that a design or manufacturing issue. The over torqueing condition can be attributed to maintenance of the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: the following drawings reflecting the current and manufactured revisions were reviewed: dwg- rev. D / rev. D. Dimensional inspection: n/a. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date that the following devices was received as blind unit. Product code: 288306100, lot# gb131018; product code: 288306100, lot# gb0907; product code: 288306100, lot# gb131018; product code: 288306100, lot# gb131018; product code: 288306100, lot# gb131018; product code: 288306100, lot# gb131018; product code: 288306100, lot# gb131018; product code: 288306100, lot# gb125164; product code: 288306100, lot# gb125164; product code: 288306100, lot# gb114663. This report is for one (1) x15 torque driver. This is report 4 of 7 for complaint (B)(4).